Manufacturer narrative:
Received 1 silicone catheter for evaluation. The reported event was confirmed as cause unknown. Per visual inspection no defects were found. Per the functional evaluation, the balloon was inflated with 10 cc of air and immediately was deflated. Then, the balloon was inflated with 10 cc of a mix of tap water and blue methylene using a syringe and immediately the water came oout due to a balloon pin-hole. The balloon active length was measured 0.7220¿ on one side and 0.7190¿ on the other side (spec 1067b = 0.6 - 0.9 in.). The balloon active length was found to be within specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that the catheter fell out of the patient's body with a deflated balloon. This event occurred on the 8th day of usage.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter fell out of the patient's body with a deflated balloon. This event occurred on the 8th day of usage.